Manufacturer narrative:
The log files of the affected central station were available for the investigation. The entries indicated a system freeze which was alleviated and restored after a system restart. Although a precise root cause was not determined, the issue cited in the complaint is consistent with an overheated graphics card. Therefore it is recommended for the customer clean out all dust as described in the service card ipm-l. As the ics is the primary patient monitor when used with an m300, primary patient monitoring is lost when the displays go blank. In this instance, the m300 will increase alarm volumes to 100%, continue to monitor the patient and alarm when the ics is used in conjunction with patient monitors not including the m300, the ics functions as the secondary monitor, and the primary patient monitor will continue the monitoring.

Event description:
See initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that while actively monitoring patients, the dual displays on this ics went blank. One display had a slight color visible and the other was blank except for a 'no signal' message showing. The hospital biomed was contacted and reportedly reset the power on the ics after which normal function was reportedly restored. There were no patient injuries reported. The ics has remained in use and no further problems have been reported to date. Complaint reference (B)(4).